Manufacturer narrative:
Unit passed functional test including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests.no unexpected no delivery alarms noted during testing. Unit functioned properly.pump passed the dat test at 0.08730 inches.unit received with minor scratched lcd window, cracked lcd window top left corner, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
The customer's mother reported via phone call of hospitalization for hyperglycemia and blood glucose of 350mg/dl. The customer treated with a bag of fluids. Customer indicated that the pump shuts off by itself while sleeping. Troubleshooting was performed and found that the pump also excessively alarmed no delivery. Customer indicated that they have changed their infusion sets but the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.